Event description:
It was reported that the fiber cap detached inside the patient at (B)(4) joules during a "laser turp" procedure. The cap was retrieved. The physician completed the case with a turp. There was no patient injury and the patient outcome was reported as "okay."